Event description:
On (B)(6) 2009, the pt reported that for the last 2 months, she has noticed air bubbles in the insulin cartridge of her infusion device. She stated she uses room temperature insulin to fill the cartridge. She has never changed her adapter and was advised to change it with every 10th cartridge change the proper procedure to change her cartridge was reviewed with the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.